Manufacturer narrative:
Literature citation: simopoulos t, sharma s, aner m, gill js. The long-term durability of multilumen concentric percutaneous spinal cord stimulator leads. Pain practice. 2018. Doi: 10.1111/papr.12682. Please note this date is based off of the article¿s revision acceptance date as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Additional concomitant medical products: product ID: neu_unknown_lead; lot# unknown. Other relevant device(s) are: product ID: neu_unknown_lead; serial/lot #: unknown; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Article summary: the goal of this study was to study the impact of lead design by a retrospective determination of the fracture rate of multilumen concentric (mlc) 8-contact leads. In a near 12-year time period, 172 patients received 305 permanently implanted 8-contact leads, with an overall fracture rate of 4.3%. Of these, 191 leads were of the mlc design. No lead fracture was observed in the mlc leads over an average 4.5 years of follow-up. The authors concluded that the mlc lead design has the potential to significantly mitigate lead fracture. Reported events: it was reported that 13 leads were fractured. The fractures occurred in an unknown number of the 71 patients who were implanted with a total of 114 8-contact, single lumen leads over a 12-year time period. There were no complications reported or anticipated. See attached literature article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.